Event description:
According to the reporter, during a procedure, the device needle and suture were separated when unpacked. There was no patient involvement listed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: as per the additional information received, during a lar procedure. Another lot product was used in order to complete the case. No injury. Current status of the patient\fine.